Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171. Concomitant products: unknown zimmer stem catalog#: ni lot#: ni. Unknown zimmer shell catalog#: ni lot#: ni.

Event description:
Two patients identified in a journal article underwent revisions of head and liner due to dislocation. One occurred at 1 year post-implantation and the other was at 9 years post-implantation. No further information has been provided and patient outcomes are unknown.